Event description:
Front tooth cap fell off. Rptr went to this dentist and they verbally told rptr they would need a root canal, post, and a new cap made. Dentist quoted a price. Rptr agreed verbally. Dentist did the root canal. While doing the root canal dentist stated to rptr that the root could be cracked. Dentist's reasoning did not appear to rptr to be valid. Dentist gave rptr a choice to proceed or make this part of a three teeth bridge. Rptr said no, they didn't think it was necessary. Dentist charged rptr more due to lab making a special post. Rptr's feelings were dentist was trying to do unnecessary work, and make money doing so. Rptr paid by credit card that day. The following tuesday dentist attempted to put in the post which was made special because on the prior visit dentist said none of the premade posts would screw in. Rptr needed a larger one. This was the reason dentist thought the root might be cracked and suggested rptr get all three teeth recapped. Dentist proceeded to put in the post the lab made. Then dentist took it out and put it back in several times. When dentist put it back in dentist took metal instrument and "hammered" the post as if to make it go in further. Rptr became afraid as this caused pain and the tooth area throbbed. Also became scared as to why dentist did this several times. Dentist repeatedly went in and out of rptr's station leaving rptr there while dentist probably worked on other pts. Rptr was becoming more and more afraid of what dentist was doing. When rptr questioned this, dentist said that the post wasn't going all the way in root. Then said they knew what the problem was. There was a "lip" on top of the post and dentist proceeded to drill the post. Dentist then put it back in root and again began to "hammer" it with the metal instrument. Rptr was now nervous and scared and told dentist not to do that again. Dentist should not have to "hammer" in a post especially when a mold was taken and made from it. This happened over a 2 hr period. Rptr began asking questions. Dentist did not answer and said they needed to redo the post. Rptr asked more questions, why dentist tried to make it fit, and "hammered" it to make it go in. Dentist said they would not be questioned like this and that rptr did not have to use them as a dentist. Rptr told dentist they abused rptr, scared rptr as to the damage dentist was doing to teeth. Dentist also chipped one of rptr's other caps while inserting instruments in mouth in a very careless heavy-handed manner. Afraid and upset rptr left and cancelled payment made. Now it's in dispute.